Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered three appropriate shocks for ventricular fibrillation (vf). A review of the episodes noted some undersensing of the fine vf waves resulting in time to therapy of approximately 30 seconds. The shocks were successful in converting the vf. Boston scientific technical services (ts) noted that the sensitivity may be improved by lowering the conditional zone to 200 bpm. Ts recommended that if this programming change is made, a current reference ECG must be chosen to maintain the desired specificity. The recommended programming changes were made. No adverse patient effects were reported. The device remains in service.